Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an operation for a fractured proximal femur with a trochanteric fixation nail advanced (tfna) long nail. The patient underwent a revision operation on (B)(6) 2021 due to pain in the hip. After the removal of the original nail, it was observed that the nail was almost broken on the proximal hole. This report is for one (1) unknown locking screw. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: h6. Investigation summary photo investigation: the device was not returned. A photo-investigation was performed on the images provided. Upon inspecting all the photos provided, the tfna nail was found to have plastic deformation mark near the proximal hole. Based on the provided images no visual defects were observed in the tfna screw and both the locking screws. The fading or discoloration on tfna nail, tfna screw and locking screws might be due to removal procedure/implantation. The reported adverse event condition might be due to deformation on tfna nail but not with the tfna screw and both locking screws. So reported adverse condition cannot be confirmed for locking screws. The root cause of the complaint condition cannot be confirmed based on the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed for locking screws during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot a manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.